Event description:
It was reported that the cartridge was not fitting properly on the pump due to an o-ring on the pneumatic tap. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was instructed to remove the o-ring and clean the area, which allowed them to successfully reload the cartridge and resume insulin therapy.